Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Covidien service engineer reported that during service the 840 ventilator generated a battery error message.(unable to hold charge). The ventilator was not in use on a patient at the time the alarm occurred. Biomedical engineer will replace battery. Covidien was not authorized to service the device.